Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. There is no evidence to suggest that a device malfunction or procedure caused the reported event. Clinical factors that may have contributed include the patient's previous medical history, and related comorbidities and the progression of the patients underlying disease process. There are patient pharmacological factors, including anticoagulation issues that may have contributed to this event. From all indications, the device operated within specifications and as intended with no indication of any device malfunction. The root cause of the death was stated to have been related to multi organ failure and association with worsening of right heart failure that requires additional right heart support. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was implanted with a left ventricular assist device (lvad) after several days of temporary support with extracorporeal membrane oxygenation (ECMO). It was stated that on the day of implant the patient was found to have rising white blood count (wbc). Patient had difficulty separating from cardiopulmonary bypass (cpb) and profound vasoplegia and a rotaflow right ventricular assist device (rvad) was placed. Patient continued to require large amounts of vasopressors post-operatively and exhibited signs of multisystem organ failure on (B)(6) 2017. The decision was made to withdrawal care and the patient quickly expired. It was stated from the site that there would be no returns of equipment. No additional information is available.